Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the implanted right ventricular (rv) lead exhibited noise over-sensing. Programming changes were made. There were no patient consequences.